Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. This device was implanted more than sixteen years ago, due to the age of the device a review of the manufacturing records was not performed at this time. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2000 - the patient was diagnosed with severe procidentia and genuine stress urinary incontinence (sui). The patient underwent a transvaginal hysterectomy, culdoplasty, anterior repair, implant of a suburethral sling using a bard/davol "marlex" mesh, cystoscopy, suprapubic catheter, posterior repair and a perineoplasty. During this procedure an incidental cystotomy was repaired. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.